Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent explant a spinal cord stimulation (scs) system replacement procedure and was doing well postoperatively. All explanted device components were discarded and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7147493/7148200, UDI: (B)(4).